Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during the case, while navigating phenom21 through navien, the phenom broke distally 8 cm from the start of catheter in the proximal section. There was friction or difficulty during injection. There was no force applied during delivery or removal. There was no vasospasm. The catheter was not stuck inside the guide catheter and there was no surgical or medicinal intervention required.  No patient symptoms or further complications were reported as a result of this event. The reported device and any accessory devices were prepared as indicated in the IFU and the catheter was flushed as indicated in the IFU. The patient was undergoing surgery for treatment mechanical thrombectomy. It was noted the patient's vessel tortuosity was moderate. The access vessel was the internal carotid artery with a diameter of 4.2mm.

Manufacturer narrative:
Product analysis: ¿ equipment used: vis (m-81805), 203cm ruler (m-83360) ¿ as found condition: the phenom 21 catheter was returned for analysis within a shipping box, within an opened phenom 21 outer carton, and within a dispenser coil. ¿ visual inspection/damage location details: the phenom 21 catheter was returned separated into two segments at ~30.7cm from the proximal end of hub, ~137.4cm from the distal tip. When compared to the product drawing all segments of the phenom 21 catheter were returned. The tubing material of the separated end exhibited with jagged edges and stretching with the inner wire protruding from within. The phenom 21 catheter hub was found in good condition. Aside from the catheter separation no other damages were found with the phenom 21 catheter body or distal tip. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information the customer¿s ¿catheter resistance¿ report could not be confirmed. However, the customer¿s ¿catheter separation/break¿ report was confirmed. It is likely the catheter separation occurred when the phenom 21 catheter was advanced/retrieved against resistance. The separated ends of the phenom 21 catheter exhibited with plastic deformation which indicates the catheter separated as the tensile strength of the tubing material was exceeded. However, the cause for the separation could not be determined. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.